Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the fill channel and crack valve. Leak test and microscopic analysis was performed which identified: crack valve, one opening striated on radius and partial delamination of the valve. Based on the device analysis the final assessment is: 1.) A cracked valve seat diaphragm valve. 2.) Partial delamination of the valve (adhesive failure). 3.) One striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.